Manufacturer narrative:
Results: no samples were received from the customer in support of this complaint, however 6 photographs of a damaged tube were provided. The tube was also seen to have leaked its additive and was empty. Visual examination of the 200 retained samples from the implicated lot number did not identify any instances of damaged tubes. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6326593. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® citratetube had additive missing. No injury or medical intervention reported.